Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2009, 4194-88 lead, implanted: (B)(6) 2006, 4456 lead, implanted: (B)(6) 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was being explanted due to a pocket infection and endocarditis. During the extraction of the leads, the patient died - and the physician speculated that a tear in the myocardium had occurred.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Green/rust/corrosion was observed in trifurcation on the proximal ring. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.